Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: extraction of a trapped pacemaker lead in a pacemaker-dependent patient. Journal of cardiology cases, 2016;13(3):82-84. Concomitant medical products: syncra implantable cardioverter defibrillator (ICD).

Event description:
A journal article was reviewed which contained information regarding this patient's implanted implantable cardioverter defibrillator (ICD) system. The article indicated that the patient had two revisions performed due to bleeding from the pocket incision from the removal of the prior implantable cardioverter defibrillator (ICD) system. There were no signs of pacemaker infection. The system remains in use. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.